Event description:
It was reported the customer was taken by the ambulance to the hospital for high blood glucose. Troubleshooting was performed. The programming and basal rates in the insulin pump were correct. Performed a high-pressure test and the device passed the test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.